Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
The pt's physician reported that the pt passed away. Autopsy results are currently unavailable and the pt's family has stated that the death was due to "diabetes related complications."